Event description:
Patient status post tavr (transcatheter aortic valve replacement). Patient in sicu (surgical intensive care unit), cardiologist removed temporary pacemaker and then noted that the balloon had broken off the catheter. Patient was brought to the cath lab to fluoro chest, and no foreign body was noted. The venous sheath was removed, and the balloon had lodged within the sheath.